Event description:
It was reported that the patient's blood glucose level (bg) rose to 19.6 mmol/l (352.8 mg/dl) while wearing the pod between 4 and 24 hours. The patient reported that a meal bolus delivery was made, but it was ineffective in bringing their blood glucose into range. Upon realization of high bgs, the pod was removed from the infusion site (leg), and it was observed that the pod's cannula was bent. As treatment, insulin was manually injected, and a new pod was applied.

Manufacturer narrative:
According to the complainant the device will not be returned for investigation. No lot release records were reviewed, as the product lot number was not provided. We are unable to confirm or determine the root cause of the reported dislodged cannula.